Event description:
I use the dexcom g7 cgm and the app is malfunctioning. It will not alert properly to the parameters I have set. It will sometimes completely not alert me when my blood sugar goes lower than the threshold. It will repeatedly alert me every 5 minutes for no reason. The app will also alert me to blood sugars that are not even in the threshold. I have had adverse affects to my blood sugar management due to this. I have contacted dexcom multiple times, it is a known issue that has been going on since last year. Their dexcom g6 cgm and app had no issues and neither did any of the prior models.